Event description:
It was reported that the patient experienced unspecified issues with his previous ambicor penile prosthesis (app). A surgical procedure was performed in which the app was replaced with a new app device due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The app was replaced due to it was inflating on both sides but only deflating on one side. During the surgery, it was noticed that the implant deflated on one side and then when inflated fully deflated on only the opposite side.